Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-04-07. H6: investigation summary: bd received 1 sample and 1 photo from the customer for investigation. The photo was reviewed and the indicated failure mode for damaged hub / needle with the incident lot was observed. The returned sample was evaluated by visual examination and the indicated failure mode for damaged hub / needle was observed. Additionally, 10 retention samples from bd inventory were evaluated by visual examination and no issues that could cause the hub or needle to break off were observed. Bd was not able to determine a root cause for the hub / needle breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: the "needle broke spontaneously. The needle broke after use when they push the eclipse shield on the needle. Looks like epoxy is not good and plastic blood fields break." Additional information received: the customer states there "was no blood exposure or needle stick injury."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was a safety shield failure. The following information was provided by the initial reporter. The customer stated: the "needle broke spontaneously. The needle broke after use when they push the eclipse shield on the needle. Looks like epoxy is not good and plastic blood fields break." Additional information received: the customer states there "was no blood exposure or needle stick injury."